Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update rec'd 3/19/2013- ppd and medical records received. After review of the medical records the patient was revised on (B)(6) 2012 for infection. All implants, except the stem were removed and prostalac was placed. The patient suffered a cardiac arrest during the operation, but was resuscitated. The patient went back to the operating room on (B)(6) 2012 for more treatment for the infection. The stem was finally removed on (B)(6) 2012. It is unknown when the patient was reimplanted at this time. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to severe infection. It was noted that patient arrested in operating room and was revived.